Manufacturer narrative:
.

Event description:
The programming history database periodic review was performed. A programming anomaly was identified. On (B)(6) 2015, the device was interrogated and the settings were 1.5ma/30hz/500usec/30sec/3min; 1.75ma/500usec/60sec, and a system diagnostic test was performed and resulted in ok/ok/2/yes. An interrogation was performed and the settings were at intended values, then a system diagnostic was performed and resulted in "fault" and a final system diagnostic was performed and resulted in ok/ok/2/yes, a final interrogation was not performed. On the next visit captured dated (B)(6) 2015 the first interrogation the settings were indicative of a "faulted" diagnostic.